Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the described error was due to defective cooling of the x-ray tube. The f3 fuse of the power supply of the oil pump of the cooling circuit of level b of the biplane system was blown. The second level was fully functional. The affected parts were returned, and a detailed investigation was carried out, however, a reason for the blown fuse could not be found. The cooling circuit itself was functional. A reasonable explanation why the fuse was activated could be overvoltage peaks on the on-site power source. The affected cooling unit has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.